Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they are feeling faster heart rate than expected with exertion. It was further reported that the patient indicated programming had been adjusted "one feature" since it 'exacerbated' her atrial fibrillation and patient was concerned about using an induction stove top and airport security. The device remains in use. No further patient complications have been reported as a result of this event.